Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2007: pt had an oval composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2008: pt underwent surgery to remove the implanted mesh due to multiple complications with the product. Pt has suffered and will continue to suffer physical pain and mental anguish.